Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation..

Event description:
A peritoneal dialysis nurse, pdrn reported a patient had peritonitis; (B)(6) coagulate on (B)(6)2014 and was hospitalized.